Manufacturer narrative:
H11: through follow-up communications, it was learned that a livanova field service engineer was dispatched to the site and confirmed the reported issue. During the inspection, error code e7 (pump 1 blocked) was also displayed. The engineer replaced the patient pump and the distribution board, but the error persisted. The problem was ultimately resolved by replacing the cpu board. Functional verification checks were completed successfully, and the unit was returned to service. The unit was manufactured in 2024, and no further similar issues have been reported in the past. Based on the investigation findings, the root cause of the issue has been traced back to a faulty cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(6), canada. Livanova has initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 2 uses too much power (e17). Reportedly the issue persisted even after turning on and off the unit. The issue occured during procedure. There is no report of patient injury.